Manufacturer narrative:
Patient ID, date of birth and weight are not available for reporting. Event date: date of the onset of an infection is unknown. UDI# (B)(4). Device is not expected to be returned for manufacturer review/investigation. Initial reporter facility contact number (B)(6). (B)(4). Device history records review was completed for part# 413.370s, lot# l142967. Manufacturing location: (B)(4), manufacturing date: sep 27, 2016, expiry date: sep 01, 2026. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, patient underwent initial surgery for femoral shaft fracture. On (B)(6) 2017, patient underwent revision surgery and removed all of the implants due to an infection of (B)(6). It was noted that there were some indications of an infection on a surface of the proximal portion. The surgeon incised and there were abscesses over the entire length of plate. The surgeon commented that the bone union is incomplete yet but he will wait and try with conservative treatments. He also commented that the cause is unclear, but the patient suffered from cirrhosis before and her immune system is weak so the factor may have led to the incident. Patient outcome was reported as the patient suffers from weight bearing orthosis. This report is for one (1) 5.0mm ti locking head screw. This is report 3 of 17 for (B)(4).